Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had been hospitalized with diabetic ketoacidosis. Blood glucose (bg) values were not provided. Symptoms included vomiting, mild headache, upset stomach, and high ketones. Reporter states that they changed cartridge/site/set as planned on the morning of 5/11. Several hours later patient was noted to have increasing bgs and developed symptoms of hyperglycemia. Pump was discontinued at that time. Upon removing the cartridge the following morning, it was noted that the plunger was at the 1.0ml position but there was no insulin inside the cart. Reporter also noted condensation inside the cartridge compartment. Customer support attributed the hyperglycemia to the leaking cartridge. Patient was treated with IV fluids and insulin, and resumed treatment with the same pump. This complaint is being reported as the patient experienced dka related to the leaking cartridge.